Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Information concerning the repair of the device is not available. The hospital has not yet accepted the quote from ge healthcare for the repair of the unit.

Event description:
The hospital reported that, during a preoperative checkout, the unit shut down. There was no report of patient involvement.

Manufacturer narrative:
Changed from 'not returned to manufacturer' to 'yes.' (B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The unit was found to function within manufacturer¿s specifications.